Event description:
Report received via 3rd party lawsuit alleged defective dialysis machines at the user facility were defective and malfunctioned putting patient at risk of infection from hiv, hepatitis or other fatal bloodbourne infections. Plaintiff alleges severe mental anguish and distress.